Event description:
It was reported that intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) and reported the system experiencing a recoverable fault on universal surgical manipulator (usm) with error #30019. Caller observed a message to reboot the system or disable the arm. Caller rebooted the system but the issue remained. Tse attempted to review the logs but onsite was not available. Tse walked caller through a hard power cycle on the robot but issue remained. Tse explained the system could still be used as a 3arm system if the surgeon chose to continue. Isi field service engineer (fse) was dispatched to shite to further troubleshoot. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on-site and was unable to replicate the issue. The fse performed an advanced troubleshooting. The system was verified and ready for use.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the flex, proximal set-up joint and the clockspring for failure analysis investigation. The units were analyzed: flex: this unit was returned for failure analysis and the reported problem of error 319 was confirmed in the field logs but could not be replicated during fa. The unit¿s fiber cable was plugged into a system and the unit was able to start with the system in normal mode with no errors. Visual inspection did not find anything that could contribute to the reported event. Clockspring: this unit was returned for failure analysis and the reported problem of error 319 was confirmed in the field logs and also replicated during fa. Fiber line 3 could not pass light through using a flashlight and would cause the 319 error in the field. The unit's fiber lines did not appear to be damaged or deformed. Proximal set up joint: this unit was returned for failure analysis, and the reported 319 error was not replicated. Initial investigation of the field engineer (fe) notes from the details, fe stated they replaced the proximal with no effect, the fe then replaced the flex with no effect, lastly the fe replaced the clockspring and error 319 on armnet3 cleared. In log reviews, the 319 error was found indicating multiple missing nodes on startup, confirming the fault occurred in the field. The unit was installed onto a golden system where no errors were triggered in normal mode and performed as expected. The unit was then installed onto a psc fixture test platform (pftp) where it passed all relevant testing, not replicating the reported event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the csr wanted to conduct a training session on the system. No error was reported during the operation. When the csr started the system for the training session, the error message was displayed. Error 319 was shown.

Event description:
Refer to h11 for follow-up information.